Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". On (B)(6)2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("bleeding"), dyspareunia ("dyspareunia") and dysmenorrhoea ("dysmenorrhea") and was found to have a pregnancy with contraceptive device ("post-implant pregnancy"). The patient was treated with surgery (laparoscopic tubal sterilization with flishie clips). Essure was removed on (B)(6) 2013. At the time of the report, the pelvic pain, pregnancy with contraceptive device, genital haemorrhage, dyspareunia and dysmenorrhoea outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. The pregnancy outcome was not reported. The reporter considered dysmenorrhoea, dyspareunia, genital haemorrhage, pelvic pain and pregnancy with contraceptive device to be related to essure. The reporter commented: 4 leading coils back into the uterine cavity quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6)2020: quality safety evaluation of ptc (product technical complaint) based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("bleeding"), dyspareunia ("dyspareunia") and dysmenorrhoea ("dysmenorrhea") and was found to have a pregnancy with contraceptive device ("post-implant pregnancy"). The patient was treated with surgery (laparoscopic tubal sterilization with flishie clips). Essure was removed on (B)(6) 2013. At the time of the report, the pelvic pain, pregnancy with contraceptive device, genital haemorrhage, dyspareunia and dysmenorrhoea outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. The pregnancy outcome was not reported. The reporter considered dysmenorrhoea, dyspareunia, genital haemorrhage, pelvic pain and pregnancy with contraceptive device to be related to essure. The reporter commented: 4 leading coils back into the uterine cavity. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.